Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer's instruction manual was printed wrong. It was noted that this resulted in the implant procedure being done incorrectly. It was further noted that a second device implant was done four days after the first. The reporter stated that "he was implanted in 2003." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was implanted with an implantable neurostimulator in 2005. No further information was reported regarding the event.

Manufacturer narrative:
(B)(4).